Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was displaying a "no sync" error message on both monitors of their cns. They stated that this facility has just experienced a power outage, and after several moments, all devices came back up except for the cns in their department. No patient harm was reported.